Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set tubing detached from site on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for 11 hours. No further information available.